Manufacturer narrative:
A ge service rep performed an onsite investigation, and replaced pins in the interconnect socket. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's connection socket was loose. No pt injury was reported.